Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017-, product type: catheter.. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The pump and sutureless catheter connector was returned to the manufacturer for analysis.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2017-may-02 regarding a patient's implanted infusion pump containing dilaudid (10mg/ml at 2.4mg/day). The indications for use included non-malignant pain and lumbar radiculopathy. It was reported that during a pump replacement for normal end of life, the hcp tried to disconnect the sutureless connector from the pump. The outer silicone layer stripped away from the inner metal connector. No patient symptoms were reported, no environmental, external, or patient factors were thought to have led to the issue, and no troubleshooting or diagnostics were performed. The sutureless connector was replaced and the issue was resolved at the time of report. The patient's status was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the 8578 sutureless connector (sc) identified {coring/tearing/cuts} in the cup of the connector. Analysis identified damage to the connector that is consistent with difficulty detaching the catheter from the pump {during explant}. Eval code - conclusion code ¿ is being updated to for this event. Eval code - result code (B)(4) is no longer applicable. Device code (B)(4) was updated/corrected to (B)(4). Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.